Event description:
Device issue: shaft separation. Time of device issue: during the procedure. Adverse event: none. It was reported that the shaft of the stent delivery system (sds) broke. No patient effects were reported. No additional event or patient information is available. You are receiving this MDR report from abbot vascular because, boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4).